Manufacturer narrative:
The pod was not returned to the MFR for eval. We are unable to confirm any product malfunction that may have contributed to the customer's high bg levels. No conclusion can be reached at this time. The customer stated that the cannula appeared "strange" and "had an additional piece of plastic on the tip." Despite the suspect condition of the cannula, however, there was no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by some abnormal condition of the cannula. The omnipod user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions. Note: based on the report alone, we are unable to determine whether or not the reported abnormality of the cannula would have resulted in an obstruction of the fluid path. A follow-up MDR shall be submitted if the pod is returned for eval after this date.

Event description:
The customer reported that the pod "wasn't delivering the insulin as needed." Over the nine hours after the pod was activated, her bg levels increased consistently (269-480mg/dl) despite having administered numerous correction boluses. The cannula reportedly looked "strange and had an additional piece of plastic on the tip"; despite the suspect condition of the cannula, no alarm was initiated by the pod. The pod was deactivated and will be returned for evaluation.